Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a follow-up. Upon interrogation, the pacemaker exhibited backup vvi mode which was resolved via a firmware download. No adverse consequences were reported.